Manufacturer narrative:
The pump was returned and analysis identified a low battery reset had occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the device manufacturer representative regarding a patient receiving morphine at an unknow concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain and chronic low back pain. The pump was sent back to the manufacturer with no known reported complaint or patient harm. There were no further complications reported/anticipated.